Event description:
A coronary stent with delivery system was usccessfully advanced to the target lesion site in the pt's right coronary artery. Attempts to deploy the stent with a balloon inflation pressure of 6-8 atmospheres were unscuccessful. During withdrawal of the sds and stent, the stent embolized to an unk location. Attempts to retrieve the stent with a microsnare were unsuccessful. There were no clinical sequeale reported relative to the event.